Event description:
It was reported the light on the patient's home monitor was flashing. When the patient came to the clinic, a high urgency tone was heard by the clinician when the programming head was placed over the device. It was further noted that the patient couldn't hear the alert when it was demonstrated during a wireless session. There were no events in the log that would cause a high urgency alert. The device remains in use and no patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.